Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was broken/removed on the bottom case seat. Review of the event history log showed the pump displayed an occurrence of a "base hardware failure" alarm. The investigation found that the reported issue was duplicated when the pump was powered up. The investigation determined that the interconnect board not operating as intended was the cause of the reported issue. The interconnect printed circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump required an interconnect board replacement and, also exhibited base hardware failure. No adverse effects were reported.